Event description:
Report received of an adverse event while the device was in use. The pump was programmed in 2002 at 17:00 to deliver 1 mg/ml morphine in the pca only mode with a 2 mg loading dose, a 1 mg pca dose, a 10 minute pt lockout, and a 30 mg 4 hour limit. The next day at 09:15, the pt was found with respiratory depression manifested by a decreased found with respiratory rate, shallow respirations and a decreased level of consciousness. The pt was successfully treated with two doses of narcan 0.2 mg IV and one dose of narcan 0.6 mg IV. The pt was transferred to ICU for 24 hours of observation. Between 17:00 in 2002 and 09:30 the next day, the pump reportedly delivered a total of 32.5 mg. The pt fully recovered from the event. The reporter stated, "there was no malfunction of the pump, and the pump programmed correctly. They believe the pt over-responded to the morphine". Though requested, no additional info was available.